Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had a blank display. The customer's blood glucose level was 197 mg/dl at the time of the incident. The customer¿s current blood glucose was 297 mg/dl. The customer stated that the display was blank less than 30 seconds and then returned but the display was blank currently. The display did not return after the insulin pump restart. The customer stated that the contacts on the battery cap are neither missing nor damaged. The customer stated that the insulin pump was now working fine. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. (B)(4).